Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis, manifested by abdominal pain and cloudy effluent. The patient was hospitalized for the reported event. The treatment for the peritonitis included vancomycin and amikacin (routes, doses and frequencies not reported). The patient and the caregiver were retrained on proper aseptic technique. The patient was discharged from the hospital three days after being admitted. The patient discontinued pd therapy. The patient was readmitted about a week later to have hemodialysis catheter inserted and the pd catheter removed. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4): the patient had not recovered from the peritonitis (previously not reported).should additional relevant information become available, a supplemental report will be submitted.